Event description:
Peg migrated to the joint.

Manufacturer narrative:
The reported problem could not be confirmed, as the product was not returned and no x-rays were provided. Based on this investigation, the root cause and the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.